Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. The ipg was explanted and replaced due to ipg reaching end of life. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's scs ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.